Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. It was noted that the atrial lead had a history of lead noise resulting in noise reversion episodes. The physician elected to cap and replace the lead during pulse generator change procedure on (B)(6) 2020. There were no adverse consequences to the patient.